Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2022, a 27mm epic plus valve was implanted into the patient. Prior to the procedure, the patients hemoglobin and platelet counts were normal. Post-procedure, the patient began to show a tendency to decrease platelets and hadn't improved. On (B)(6) 2022, a blood transfusion was administered. The patient is reported to be stable. Disseminated intravascular coagulation is suspected. No additional information was provided.

Manufacturer narrative:
An event of thrombocytopenia post-procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but the reported disseminated intravascular coagulation may have contributed to the event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.